Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined that the fitting on line #118 was obstructed which caused the vacuum to remove all the wash fluid. The fse performed repairs by removing the obstruction from the fitting, and the system functioned properly without any signs of further leakage detected. (B)(4).

Event description:
A beckman coulter (bec) field service engineer (fse) reported that there was a small leak which came from the cap piercer of the unicel dxc 880i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.